Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. See (B)(4) for the alternate false positive result. On (B)(6) 2022, customer received a false positive result when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21003m, reader 12102010023051). Customer retested twice with the cue reader and obtained two negative results. On an unspecified date, customer performed a confirmatory flowflex nasal swab antigen test and a negative result was obtained. All cartridges were stored within their temperature ranges. No symptoms or exposures for any tests.

Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.